Event description:
It was reported that a user experienced fluctuating blood glucose with a low followed by a high and requested assistance with a factory reset, which required clinical approval and follow-up by clinical support. Symptoms included a low blood glucose of 64 mg/dl for about 15 minutes with fatigue and a high blood glucose up to 341 mg/dl lasting about one hour. Outcomes included user self-treatment of hypoglycemia with oral carbohydrates per protocol, no back-up therapy for hyperglycemia, no ketone testing, no alerts sustained above 300 mg/dl for over 90 minutes, and no need for assistance or medical intervention. Investigation included review of user-reported glucose values, treatment actions, and device alert behavior, along with clinical support outreach to discuss the issue. Investigation of this case revealed that the low was treated with carbohydrates followed by persistent hyperglycemia, suggesting insufficient or stacked carbohydrate treatment as a likely contributor, with no device malfunction or unresolved alarm behavior identified. It was concluded, based on previously established findings for similar reports, that user treatment practices most likely contributed to the observed glucose excursions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.